Event description:
It was reported that the acetabular shell became unstable due to the patient being very active. The patient was revised with another company's shell and liner and encore's ceramic head.